Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. Qc was acceptable on the day of the event prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 6000 c (501) module when compared to an integra 400 plus analyzer. Results for the following tests were affected: sodium (na) and chloride (cl). Na: initial result: 123 mmol/l. Repeat result: 137 mmol/l (tested on integra 400 plus). Cl: initial result: 81.7 mmol/l. Repeat result: 95 mmol/l (tested on integra 400 plus). The initial results were reported outside the laboratory and they did not match the patient's history. The sample was then repeated and the repeat results were deemed to be correct. Reportedly, the customer called the physician and corrected the results.

Manufacturer narrative:
The patient sample was a serum sample. The calibration was last performed on 16-sep-2024 and it was acceptable. There was no indication of a performance issue with the reagent since the qc was acceptable. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The alarm trace showed no abnormality. The field service engineer (fse) visited the customer's site twice. During the 1st visit, he found that the electrodes were defective. The customer replaced the electrodes and performed precision studies and they were within specifications. During the 2nd visit, he found that the ise unit was contaminated. He performed decontamination of the ise unit and conditioned the tubing and the electrodes. Precision studies were performed and they were within specifications. The fse found that the cause was due to defective electrodes and contamination of the ise unit. The service actions resolved the issue. No further issues were reported afterward.